Event description:
During a low anterior resection procedure, the staples lines did not form properly. The surgeon oversewed to complete the procedure without pt injury.

Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The product was not returned to the MFR for evaluation.